Manufacturer narrative:
Failure analysis noted that the pump had blank display due to moisture damage on the electronic assembly.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 195 mg/dl at the time of incident. The customer stated that the pump had moisture under the display and it was not working. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.